Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) were stuck. The surgeon was unable to open and close them. Another instrument was required for this procedure. The procedure was completed with no reported injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the complaint was not confirmed by failure analysis. The mcs cut cleanly through .006" latex. The latex did not snag at the scissor tips. Both blades exhibit light pitting corrosion on the blades. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. Additional findings: the instrument was found to have blade damage at the midpoint of the blade. One of the blade edges was indented. The instrument passed cut test. The cutting edge did exhibit signs of corrosion that would have contributed to the blade damage. Blades of an instrument that had burrs or indentations would not be able to cut material as expected, leading to the need to attempt multiple cuts to complete a transection. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
Refer to h11 for follow-up information.